Event description:
It was reported that an ilet user experienced elevated glucose after a supply change in which the infusion set connector was not fully attached, and the user initially attempted to change only the cartridge. During troubleshooting, the site could not be disconnected during fill tubing, so the agent directed replacement of all infusion supplies and resumed insulin delivery. Symptoms included hyperglycemia peaking at 255 mg/dl. Outcomes included successful correction with a downward glucose trend to 200 mg/dl and no further assistance needed. Investigation included technical troubleshooting and user education regarding correct deployment of the infusion set and full supply replacement. Investigation of this case revealed that an infusion set connection issue led to inadequate insulin delivery, which resolved after replacing the infusion set, tubing, and cartridge. It was concluded, based on previously established findings for similar reports, that user technique and an incorrectly attached connector were the most likely causes.